Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump's calibration failed. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found too much glue- raised foreign material on dso (down stream occlusion) seal, edges lifted. Dso calibrated without issue after replacing the dso seal. The root cause of the reported issue was found to be customer induced - customer did not replace the dso seal properly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: model num 2120.